Manufacturer narrative:
H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Reporter phone: (B)(6).

Event description:
It was reported that the air bag in the tube was leaking, causing the ventilator to alarm. "The patient's treatment parameters did not meet the requirements". After a larger amount of gas was injected into the air bag, the machine returned to normal operation without causing any damage to the patient. There was patient involvement, but no harm/adverse event reported.

Manufacturer narrative:
Device evaluation: no product sample nor pictures were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. Due to fact that cuff leak was observed during use it is the most probable that reported failure occurred during tracheostomy procedure due to contact with sharp edge which is in conflict with instruction for use. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. If the product is returned, the manufacturer will reopen this complaint for further investigation.